Event description:
It was reported that the physician was unable to turn the simulation off. The pt had just been implanted. The pt was experiencing a slight shocking sensation and had bandages over the ins device. The manufacturer representative had arrived to turn the implant off. Device and pt information was not available at the time of this report.